Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) due to the error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The usm was tested on the in-house system and failed with error 319, pointing to a bad clock spring fiber cable. The error 319 was also confirmed in the system logs. Fa installed another clock spring fiber cable into the unit, and error 319 was resolved. The unit passed direction test, sensor check, sine cycle, friction test, carriage friction test, carriage switches, fan test and fiber test.

Event description:
It was reported that during a da vinci-assisted unknown gynecology procedure, the customer encountered a non-recoverable error 319. The customer power-cycled the system twice, but the error persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and noted error 319, indicating a node was not present at startup on the system¿s universal surgical manipulator (usm) 2. The customer disabled the usm 2 and moved it out of the way. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained additional information: the usm 2 was completely 'dead;' therefore, the operating room (or) staff disabled the usm and moved it out of the way. The or staff was able to continue with the three (3) remaining usm arms. The procedure was completed robotically with no injury to the patient.